Event description:
Customer cited a high blood sugar reading (230 mg/dl) when compared to a concurrent comparison reading of 109 mg/dl. When the alleged results were plotted onto a clarke error grid, they fell into the "c" zone which is considered clinically significant. There was no report of death or serious injury. Medical intervention was not required. The meter was not correctly calibrated to the test strips in use.